Event description:
It was reported that the twist clamp of three (3) minicap transfer sets did not close. There were gaps at the twist clamp. This was identified during transfer set replacement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and did not show evidence of the reported problem. The twist clamp fully engaged and remained in the closed position. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.